Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not available.

Event description:
It was reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a total hip arthroplasty on (B)(6) 2010 where he was implanted with a stryker hip system. It is further alleged that after the implantation, the plaintiff began experiencing discomfort in the area of the device. Diagnostic workup revealed the presence of markedly increased levels of metal ions in the patient's blood and/ or urine. As a result, the plaintiff had the device surgically removed on an unknown date.